Event description:
Fibrous tissue throughout knee [fibrosis] . Media/lateral meniscal tear with chondromalacia [chondromalacia] . Case narrative: (B)(4). Initial information received on 20-jul-2018 regarding an unsolicited valid serious case received from a other health professional from united states. This case involves a (B)(6) female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and after unknown latency had fibrous tissue throughout knee and media/lateral meniscal tear with chondromalacia. The patient's past medical history, vaccination(s) and family history were not provided. Patient had previously received intraarticular steroids in (B)(6) 2017 and (B)(6) 2018. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, 1 df, once (indication: not provided). On an unknown date, after unknown latency, patient had media/lateral meniscal tear with chondromalacia, along with fibrous tissue throughout knee. On (B)(6) 2018, patient had scope as treatment. Final diagnosis was media/lateral meniscal tear with chondromalacia and fibrous tissue throughout knee. Patient had scope as corrective treatment. The patient outcome is reported as unknown for both events. Seriousness criteria: intervention required for both events. A pharmaceutical technical compliant was initiated with global ptc number pending for the same.

Event description:
Fibrous tissue throughout knee [fibrosis] media/lateral meniscal tear with chondromalacia [chondromalacia] media/lateral meniscal tear with chondromalacia [meniscus tear]. Case narrative: this case is cross referred with the cases (B)(4) (cluster). Initial information received on 20-jul-2018 regarding an unsolicited valid serious case received from other health professional from united states. This case involves a 69 years old female patient who received treatment with hylan g-f 20, sodium hyaluronate (synvisc one) and had fibrous tissue throughout knee and media/lateral meniscal tear with chondromalacia. The patient's past medical history, vaccination(s) and family history were not provided. Patient had previously received intraarticular steroids in (B)(6) 2017 and (B)(6) 2018. On (B)(6) 2018, the patient received intra-articular hylan g-f 20, sodium hyaluronate injection, 1 df (dosage form), once (batch number, indication: not provided). There will be no information available on the batch number of this case. On an unknown date, after unknown latency, patient had media/lateral meniscal tear with chondromalacia (chondromalacia), along with fibrous tissue throughout knee (fibrosis). On (B)(6) 2018, patient had scope as treatment. Final diagnosis was media/lateral meniscal tear with chondromalacia and fibrous tissue throughout knee. Action taken: not applicable for all the events. Patient had scope as corrective treatment. The patient outcome is reported as unknown for all events. Seriousness criteria: intervention required for all events. A product technical complaint (ptc) was initiated on 20-jul-2018 for synvisc one; batch number: unknown; global ptc number: (B)(4). The product lot number was not provided; therefore, a batch record review is not possible. Based on the lack of information provided, no CAPA (corrective and preventive action) is required. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated through the ncr (non-conformance) process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review has not indicated any safety issue. Sanofi will continue to monitor complaints as stated in sop rdg-sop-000440 "product event handling" to determine if a CAPA is required. Final investigation was completed on 20-may-2021. Follow up information received on 20-jul-2018 from healthcare professional. Global ptc number added. Additional information was received on 20-may-2021 from other healthcare professional. Gptc results were received and added. Text was amended accordingly.